Manufacturer narrative:
During the device evaluation, the capacitors on the main board assembly were found to be in need of replacement.

Event description:
It was reported that during set up for a procedure the multigen radiofrequency generator was producing a ground fault error and that it looked like the face plate was cracked and coming off. As a result, the procedure was canceled. It was reported that the patient had received anesthesia prior to the case being canceled. No medical intervention was reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during set up for a procedure, the multigen radiofrequency generator was producing a ground fault error and that it looked like the face plate was cracked and coming off. As a result, the procedure was canceled. It was reported that the patient had received anesthesia prior to the case being canceled. No medical intervention was reported with this event.